Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the device were not returned for evaluation. Additionally, the device specific identification information was not provided precluded a review of the device history record.

Event description:
Anterior femoral cortex fracture after femoral component insertion. This event was received though clinical data collection activities.